Event description:
It was reported that during a da vinci-assisted. Surgical procedure, an 8mm force bipolar instrument had the jaw dislocated. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, further details were received: the customer indicated that the force bipolar instrument jaws were not stuck closed on tissue when the issue occurred, the jaw dislocation did not require the instrument to be removed with the cannula, no material was detached or missing from the portion of the device that enters the patient's body, the instrument is available for return, and no photos or videos of the event are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.